Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the blade was emitting noises and did not function. Case completed with another blade. No patient consequence.